Manufacturer narrative:
Device evaluation: upon evaluation, the device and the marker band were both returned. There was a clean disconnect of band from the catheter.

Manufacturer narrative:
Device evaluation is pending. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
During a patient procedure to treat a calcified lesion within the sfa (superficial femoral artery), the radiopaque marker of a 2.0 turbo elite came off the tip of the laser catheter. The tip was retrieved successfully and the patient had no reported injuries.